Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the pulse generator exhibited backup vvi. The device was explanted and replaced.

Event description:
During the implantation procedure, the patient was induced into vf and the device detected and shocked appropriately but did not have enough energy to rescue the patient. Therefore, the ICD was not implanted.

Manufacturer narrative:
Final analysis found that the pulse generator had gone into bvvi mode 15 times in the field. A device download was performed, after which normal function ensued.